Event description:
The facility reported that the pt was infusing 0.9% sodium chloride injection (1000ml) via a continu-flo solution set and extension set for hydration. The patient's family felt the solution was not going fast enough and was too slow and too thick. The family of the pt stated that there was something wrong with the unit. The family advised the nurse to discontinue treatment, and to send the products for eval. On 10/20/08, the baxter sales representative was notified that the pt expired (unknown cause of death and unknown date of death). The pt had dementia and had been placed on a ng tube (nasogastric tube. The reported unit was stored at room temperature and was not exposed to extreme temperatures at any time. The continu-flo solution set was spiked into the bag and was fully primed. The clearlink extension set was also fully primed. The amount of solution remaining in the bag is approximately 100ml. The solution, continu-flo set and extension set have been returned to baxter failure analysis lab (fal) for eval.

Manufacturer narrative:
One used sample of a continu flo, lot unknown and 1 used sample of the extension set, lot unknown, were rec'd. Both samples arrived hooked in series and attached together at the male and female luers of the continu flo and extension set. All clamps were in the fully opened position with the exception of the roller/regulating clamp of the solution set. The clamp had the roller at approximately a 50% closed potion. The extension set control-a-flo regulator was returned with a dialed setting between 75 and 100 mls per hour. Test one - as returned: the cotninue flo set was spike into a 1000 ml 0.9% sodium chloride solution bag. Both sets primed normally in line. The regulating clamp was fully opened for this function. A 21-gauge needle was then attached to the flo control luer. The regulating clamp was then set back to the approx 50% shut off potion. A drip rate of approximately 3 drops per minute was observed. The solution out put volume was then collected in a 100 ml glass graduated cylinder for a period of 60 minutes. The fluid collection for the 60 minutes was approximately 27 mls. Test two: the same procedure was followed as in test one with the exception of the roller/regulating clamp being placed in the full open potion. This produced a drip rate of approximately 14 drops per minute. The solution out put volume was again collected in a 100 ml glass graduated cylinder for a period of 60 minutes. The fluid collection for the 60 minutes was approximately 88 mls. The sets and components performed as designed and the solution flow out put collected in test two was that of the selected rate of the returned control-a-flo regulator, the complaint was not confirmed.